Event description:
Headrest placed by neurosurgeon. While turning pt to prone position on the or table, the three point headrest became dislodged causing 6" left lateral scalp laceration. Pt turned back to supine position on the stretcher. Laceration repaired by neurosurgeon. Surgery then proceeded as scheduled. A second clamp was used for the procedure. No post operative complications other than scarring.